Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had difficulty charging the ins. Caller said pt had just successfully charged to 100 percent today but it took an hour and 20 minutes. Caller said they have previously called about recharging difficulty and learned how to reset the charger and they've reset it twice but it made no difference it still takes over an hour to recharge once a week. Caller said every week when they synch up the charger and handset the ins battery is 10% they never let it go so low it turns off, they never let it get below 10 percent and it takes maybe 20 minutes to get to 20 % and often disconnects and the patient does not move and sometimes the light stops flashing green. Caller also said if they are not careful the handset turns the system inside of the patient off. Caller said: 3-4 days after pt recharges sometimes they check and notice therapy is off. Reviewed the issues they are encountering may be related to using higher setting and the need to potentially charge more often. Caller said often pt uses 4.7 and the level depends on which program they are using. Recommended charging twice a week rather than once a week to prevent therapy from turning off if the ins battery ever got too low and it may be easier to charge for a short time more often rather than a long time once a week. Caller said they would try that but pt also has a lot of other medical needs such as chemo and radiation treatment for cancer 2-3 times a week plus caller puts the patient in a "squeeze suite". Caller said pt used to work with hcp when they had their first device and hcp replaced it a little over 3 years ago but now the pt works with a new doctor who does not even recommend ins be installed.